Event description:
During an incident in 04 involving a patient, unresponsive with weak pulse and labored breathing, this defibrillator would not power on; no lines on the screen, no audio beeping, absolutely nothing. Acls arrived on the scene, took over patient treatment with their defibrillator and transported the patient to a hospital where they were pronounced. The battery used was not a laerdal battery, but was verified to operate with another unit.